Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer mentioned that they would like a new main pcb (printed circuit board) and eeprom (electrically erasable programmable read-only memory) for replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high peak inspiratory pressure, high positive end-expiratory pressure and low exhalation volume on the vela ventilator. The customer reported that the patient was put on a different ventilator. The customer confirmed that there was no patient harm associated with the reported event.